Event description:
It was reported that the dc/dc & standard connectors printed circuit board was found burnt. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the dc/dc & standard connectors printed circuit board (pcb) was found burnt. The ventilator was investigated by our field service engineer on site. The issue was solved by replacing the dc/dc & standard connectors pcb. The control cable was also replaced but there is no information on why it was replaced. Functional tests was carried out with positive results. The replaced part was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.